Manufacturer narrative:
The insulin pump was received with no button response and a button error alarm due to corroded keypad traces. No numbers scrolling or ramping up during testing was noted. The pump was unable to undergo the rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the lack of button response. The following physical damage was noted: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 162 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.